Event description:
It was reported that right ventricle impedance was increased. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for right ventricular pace lead impedance change of 1016 ohms on (B)(4) 2012. The weekly and daily pace lead impedance log data shows an increase for ventricular pacing of 464 to 1016 ohms peak between (B)(4) 2012.